Event description:
It was reported that a patient underwent a lower segment cesarean surgery on (B)(6) 2021 and suture was used. During the procedure, it was noticed that there was no pointed end on the needle and it was blunt. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the tissue result affected due to pushing the needle through it? What do you mean by "there was no pointed end it was blunt"? Did you found that the needle was broken? Please clarify. Did you found that the tip was blunt? Please clarify. What was used to complete the procedure? Did the patient suffer from any consequence due to the issue? If yes please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.